Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress; a follow-up report will be filed. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that closed suction catheter (csc) was connected directly to a carefusion hme (heat moisture exchange) and then to the patient's endotracheal tube. The flex connector in the (csc) package was discarded and not used. The connection immediately separated where the csc 15 mm adapter and the hme were joined together. The patient's ventilator alarm sounded due to low ventilation. The csc was removed from the patient and replaced with a second device that fit snugly. The patient tolerated the catheter exchange well and was not injured.

Manufacturer narrative:
Halyard health received one used sample. No product packaging was received. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swiveled although resistance was felt during rotation. The mold identification on the manifold was not clearly legible but was possibly ¿a¿. The mold identification on the 15mm end of the flex connector was ¿k2¿. The 15mm end of the flex connector was attached to the male insert of the dse, stopping at the point at which initial resistance was felt. A certified ruler (tqa030 calibrated feb 11 2017, due feb 28 2019) was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange was 3mm. The flex connector was rotated. The dse male insert did not rotate with the flex connector. The root cause is attributed to a manufacturing related issue. All information reasonably known as of 22may2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).